Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4396 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and a possible lead fracture of the right ventricular (rv) lead. The rv lead was programmed off and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 46 cm. A distal portion was received measuring 46 cm. Performance data collected from the device was received and analyzed and analysis of the device memory indicated oversensing associated with the right ventricular lead. It was noted that analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Two patient alerts for lead failure predictor on (B)(6) 2013. Nine- ventricular nst<(><<)>=215 ms between (B)(6) 2013. Five- lfp high rate-ns <(><<)>= 207 ms average v-cycle between (B)(6) 2013. Daily pace lead trend data show various spike increases for ventricular pace bi impedance =380 to 1178 ohms range between (B)(6) 2013. Ventricular short interval count v-sic=264 counts, in 12.87 days, between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.